Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server disk was full. A technical support specialist dialed into the server and ran space sniffer, which identified the winsxs directory consuming approximately 10 gb and rabbitmq logs consuming approximately 15 gb on the c: drive. The winsxs files were cleared per clean winsxs folder to free disk space (win10 devices only), and the rabbitmq logs were cleared after verifying the action with the product support engineer (pse). Contacted the customer and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user stated that the server lagged, and the disk space was nearly full, with only 7 gb remaining the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.